Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The tip, hypotube and distal shaft was microscopically examined. Inspection revealed; damage to the distal shaft (20 mm from the collar), a separation in the collar area with the polytetrafluoroethylene (ptfe) fully pulled out, and damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28jul2016. It was reported that the catheter could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 145 guidezilla¿ was selected to be used. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable. However, device analysis revealed a separation in the collar area with the polytetrafluoroethylene (ptfe) fully pulled out.